Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system. Field modification (B)(4) was installed to resolve the reported issue. Ge healthcare initiated and reported a field modification for this issue per 21 cfr 806 on (B)(6) 2017. The FDA report number for this recall is z-0579-2018. No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported elevated co2 readings. There was no report of patient involvement.